Event description:
It was reported that the patient was experiencing discomfort at the ipg site, due to the device flipping within the pocket site. As a result, on (B)(6) 2019, the patient's ipg site was corrected through surgical intervention, which addressed the issue.